Manufacturer narrative:
H4: the lot was manufactured between october 11, 2024 ¿ october 12, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked around the green alcohol cap from y-site (clearlink). This was observed during chemotherapy infusion via a peripherally inserted central catheter (PICC) line. To resolve the event, the chemotherapy treatment was stopped and disconnected from patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.